Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) is at elective replacement, there are concerns regarding premature battery depletion.